Manufacturer narrative:
(B)(4). Date sent: 8/11/2021. Additional information was requested and the following was obtained: patient got better and went home. H6 clinical code and impact code

Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what product code of harmonic was used for the procedure? What is the surgeon¿s experience with the device? Are any surgical photos or videos available for medical and engineering review? What generator power levels were used throughout the procedure to cut and coagulate? Did the generator display any alert screens throughout the procedure? Were any hemostasis issues experienced during the surgery? Were any tests or scans done to determine the site of the bleeding? What was the site of the bleeding? What ethicon devices were used in the area of the bleed? Did the patient have any anti-coagulopathy disorders? What pre-, intra-, and post-op anti-coagulation therapies were used? What was the approximate blood loss? Was a blood transfusion administered? What is the patient¿s current status? Does the surgeon believe that the ethicon device caused or contributed to the patient complications? If yes, please explain. Is the device available for return? Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the surgeon stated that he had a hiatal with sleeve last week that bled post op. Surgeon used harmonic for most of decision, bleeding was probably mediastinal because she developed a grey turner sign post-op, which means blood tracked into retroperitoneum from mediastinum. Definitely wasn¿t the staple line if blood went into the retroperitoneum. Post-op treatment is unknown. Patients current status is unknown.